Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal,menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal,menorrhagia)') and systemic lupus erythematosus ('autoimmune disorder type of disorder: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test performed. What were the results of your essure confirmation test: total bilateral occlusion. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), amenorrhoea ("hormonal changes describe: lack of menstrual cycles"), abdominal distension ("hormonal changes describe: bloating"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:anxiety"), raynaud's phenomenon ("autoimmune disorder type of disorder: raynaud's disease"), urticaria ("rashes or skin conditions type: hives"), acne ("rashes or skin conditions type: acne breakouts"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), pelvic pain ("pelvic pain"), back pain ("back pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, systemic lupus erythematosus, amenorrhoea, abdominal distension, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, raynaud's phenomenon, urticaria, acne, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, alopecia, pelvic pain, back pain and migraine outcome was unknown. The reporter considered abdominal distension, acne, alopecia, amenorrhoea, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, raynaud's phenomenon, systemic lupus erythematosus, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2014, (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. Event injury was updated and new events: essure device: hormonal changes describe: lack of menstrual cycles bloating, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, infection (bladder/ urinary tract/vaginal) type: urinary tract & yeast infections, psychological or psychiatric problems condition: depression & anxiety, autoimmune disorder type of disorder: lupus & raynaud's disease, rashes or skin conditions type: hives & acne breakouts, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, pelvic and back pain were added. New lawyer and plaintiffs information added. Patient notes added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.